Event description:
A surgeon reported multiple incidents of an air dermatome not staying in a constant plane and skipping, resulting in grafts that were not uniform in thickness and/or shredded. It was also reported by the surgeon that he had tried different troubleshooting methods, which included checking the blade, guards, depth setting, and air pressure settings. It was also reported that add'l techniques were attempted to optimize the tissue harvest, such as removing all residual skin prep solution, adding mineral oil, and tumescing the donor site. It was noted that when a replacement dermatome was received at the facility, the replacement device functioned as intended without issue (s). It was reported that add'l harvested donor tissue was required and there was increased healing time due to the abnormal depth of donor harvest sites. There was no report of increased surgical time or medical/surgical intervention as a result of the reported issues.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 14 years old and has not been returned to the MFR for repair since purchased. Investigation of the device revealed damage to the control bar. Inspection also observed that the device was outside of calibration at the zero thickness setting on the left and right side. Also, the side to side calibration was out of calibration at the zero thickness setting. The panhead screw that holds the thickness lever was no longer attached to the thickness control lever. A panhead screw that is not attached to the thickness control lever can allow the control bar of the unit to fluctuate. A control bar that is not stabilized could have caused the customer's observed events. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.